Event description:
It was reported to boston scientific corporation on may 3, 2019 that a flexiva ID tractip 200 laser fiber was used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis p120 laser console. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. Reportedly, the fiber tip was retrieved successfully using a basket. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: one flexiva ID tractip 200 laser fiber was received for evaluation. The fiber was returned broken in two pieces. The first piece measured approximately 314.5 cm from the top of the connector to he break. The second piece measured approximately 3.1 cm from the break and includes the entire distal tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break during use, resulting in a misfire. The condition of the returned device confirms that the fiber tip detached. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 3, 2019 that a flexiva ID tractip 200 laser fiber was used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis p120 laser console. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. Reportedly, the fiber tip was retrieved successfully using a basket. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.